Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a shaft fracture occurred. During the procedure it was noted that the shaft of a 3.0x32mm promus element drug eluting stent had fractured although the physician did not feel any resistance. The device was removed and the procedure was completed with another promus element stent. No patient injuries or complications occurred. Patient status is stable. This product is only ous approved but is similar to an approved us device.

Manufacturer narrative:
Device evaluated by manufacturer - a visual and microscopic examination found that the hypotube had broken approximately 26.0 cm distal from the catheter's strain relief. At the break site the hypotube outer coating has a jagged edge. A visual and microscopic examination identified kinks along the entire length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. A visual and microscopic examination of the crimped stent found no issues. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. Solidified contrast media was present within the entire length of the inflation lumen, therefore indicating the device had been prepped for use. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications the most probable root cause classification is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a shaft fracture occurred. During the procedure it was noted that the shaft of a 3.0x32mm promus element drug eluting stent had fractured although the physician did not feel any resistance. The device was removed and the procedure was completed with another promus element stent. No patient injuries or complications occurred. Patient status is stable. This product is only ous approved but is similar to an approved us device.